Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that air bubbles were observed. Blood glucose level was 281 mg/dl- "high". A correction bolus was delivered to address blood glucose. Customer performed a supply change to address the issue.